Manufacturer narrative:
The patient was stable and remains on lvad support. No further information is available at this time.

Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that while the patient was at home, the system controller was alarming audibly, a yellow wrench alarm was present, and the pump slowed considerably. Proper connections were confirmed; however, the personal monitor was observed to be blank with no values present. The controller was exchanged with the back up controller and the pump did not restart. The patient began to complain of dizziness and the patient's daughter commenced hand pumping while awaiting an ambulance. Hand pumping continued until the patient reached the hospital where the controller was exchanged with a new one, which prompted the pump to resume electrical actuation with no further problems reported.